Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Device evaluation: analysis of the returned device identified: wear abrasion, opening on anterior and radius. Leak test and microscopic analysis was performed which identified: puncture opening, striated opening, delamination (<75% partial separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening puncture assessed as a surgical damage consist in the use of some surgical tool. A striated opening assessed as a surgical damage consist in the use of some surgical tool. A delamination partial of the valve (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation. Device remains implanted.